Event description:
It was reported that during an esophageal dilatation procedure, removal difficulties occurred. Following use of an unspecified cre dilatation balloon, difficulty was experienced upon removing the balloon through the channel of another manufacturer's endoscope. It was noted that the physician was able to remove the balloon through the endoscope, however, the channel of the endoscope had "crimped" during removal of the balloon. The physician stated that to remove the device "we usually remove the scope and cut the balloon off the end". The patient's status is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.